Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device logs were downloaded and reviewed. Stryker determined that the cause of the reported issue was traced to the device software. The returned device was archived by stryker, and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device was stuck power cycling. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was stuck power cycling. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however, there was no adverse patient outcome reported.